Event description:
It was reported by the patient that they were shocked repetitively approximately 3 days post implant. The right ventricular (rv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d154awg implantable cardioverter defibrillator implanted: 2007-(B)(6), product ID 407652 implantable pacing lead implanted: 2007-(B)(6). (B)(4).